Manufacturer narrative:
According to the reporter, the patient had a biopsy on (B)(6) 2025 and a hydromark marker was used. The patient reported a rash with itchiness and hives ever since having the biopsy. The patient was seen by a physician assistant - certified (pa-c) in a neurology and physical medicine and rehabilitation office on (B)(6) 2025 and did not mention any allergic symptoms. The patient then called the pa-c on (B)(6) 2025 reporting the allergic reaction. The patient is currently having bloodwork done to determine if she is experiencing an allergic reaction. The office nurse spoken with states that the patient has not been advised to take any over the counter medications for the symptoms nor has the patient visited the emergency department. Multiple requests for additional information regarding what biopsy system, needle and marker used and patient outcome, have been unsuccessful. Complaint device: hydromark/product code unknown, lot unknown. The problem occurred after the procedure. The procedure was completed with the reported marker. Patient complications were noted. Patient had experienced itchiness, hives, and rash. The device was not returned for evaluation. Good faith efforts (gfe) were performed to obtain additional information from the reporter; however, these attempts were unsuccessful. As a result, it was not possible to confirm whether the reported event was an allergic reaction or related to the device. No further clinical details, product code, lot number, or patient information were provided. After multiple gfe attempts, the following fields could not be completed: d4: model #, catalog #, lot #, expiration date, UDI #. D6b: if explanted, give date. G4: premarket identification. H4: device manufacturer date. Based on the limited information available, no root cause could be determined. The investigation remains inconclusive.

Event description:
According to the reporter, the patient had a biopsy on (B)(6) 2025 and a hydromark marker was used. The patient reported a rash with itchiness and hives ever since having the biopsy. The patient was seen by a physician assistant - certified (pa-c) in a neurology and physical medicine and rehabilitation office on (B)(6) 2025 and did not mention any allergic symptoms. The patient then called the pa-c on (B)(6) 2025 reporting the allergic reaction. The patient is currently having bloodwork done to determine if she is experiencing an allergic reaction. The office nurse spoken with states that the patient has not been advised to take any over the counter medications for the symptoms nor has the patient visited the emergency department. Multiple requests for additional information regarding what biopsy system, needle and marker used and patient outcome, have been unsuccessful. Complaint device: hydromark/product code unknown, lot unknown. The problem occurred after the procedure. The procedure was completed with the reported marker. Patient complications were noted. Patient had experienced itchiness, hives, and rash.